Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system drawer failed and was difficult to pull out all the way. The field service engineer (fse) replaced the rails, identified a broken retractor band during the process, postponed for further repair, replaced the drawer retractor band, and verified successful drawer recovery with customer testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cwc3c drawer 4 required new rails, as the drawer does not fully extend and was difficult to pull out. Additionally, main drawer 5.2 displayed a required maintenance message. The customer attempted to perform recover storage space, but the recovery failed with an error indicated that the drawer could not open or close, despite the customer being able to manually open and fully close the drawer without issue.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.